Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had insulin delivery issues. The customer¿s blood glucose level was 109 mg/dl. Customer stated that insulin was delivering when they had low blood glucose and the insulin pump was supposed to suspend delivery. The device will not be returned for analysis.